Event description:
The following information was provided: as per pss implant request: failed l total hip complete discontinuity. Non-op. She cannot walk. Has no hip. Implants already removed. Accolade ii and trident ii. Per design proposal letter: the patient is a 59-year-old female with a left hip discontinuity. She previously had a failed total hip replacement which has since been removed. She currently cannot ambulate, and the surgeon has specified that her joint cannot be reconstructed with a standard shell or cup cage. The surgeon has requested a hemipelvis for reconstruction of the patient's acetabulum.